Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20x2.75mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 20 x 2.75mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent rows 1-3, stent struts were damaged with stent struts bunched and misaligned. The undamaged section crimped stent maximum outer diameter was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20x2.75mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 20 x 2.75mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.